Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; an indeterminate endoleak and sac growth. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest main body superior stent cage dilation of 37.3mm (33%) occurred that were not included in the event as reported. The stent cage dilation was discovered on (B)(6) 2018 during review of the 58 month post implant CT scan. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with an indeterminate endoleak upon a follow up CT scan (done on (B)(6) 2018) at (B)(6) hospital in (B)(6) by dr. (B)(6). Rep will be following up with physician to see what the plan for treatment for the patient will be. No further information was provided.